Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, and higher blood glucose levels (bg value not provided). Reportedly, due to insulin on board not counting down with the (B)(4) software the customer alleged this caused insulin to stack, and was the cause for the reported low bg levels. In addition, the customer alleged that the (B)(4) software did not function as intended and did not stop insulin as expected. Customer declined to further troubleshoot with tandem technical support.